Event description:
Pt wearing hygroscopic condenser humidifier, began to wheeze and cough. Mother took pt to bedroom to suction him. Mother was unable to suction, so she pulled the trach tube to change it. When she did, pt coughed and a piece of plastic about 1/2 inch long came out of tracheostomy, mother then looked in the trach tube and found another smaller piece of plastic. The mother put in a new trach tube and called the dr on call. The dr told them to take the pt to the ER right away. At the ER, the pt was fully assessed, chest x-ray was done, o2 saturation was checked. Mother was told the pt was ok, and to go to a scheduled appointment on 4/26/99, if no further problems were noted. Pt saw dr on 4/26/99 and pt doing fine. Pt age: 4 mo and 11 days at time of event. Device left at dr's office.